Event description:
Bristle lodged in throat [foreign body trauma]. Choked [choking]. Gagged [retching]. Coughing [cough]. Caused stress [stress]. Distress [emotional distress]. Case description: a consumer reported that after an attendant assisted her husband, in brushing his teeth with the oral b power toothbrush with a flexisoft brush head in 2007, her husband began coughing and gagged; a bristle from the brushhead had lodged in his throat and caused him a great deal of stress. She reported that they suctioned him out and her husband coughed up the bristle. The case outcome was unknown. The consumer stated that this was a very dangerous situation and scared her; she mentioned that she ran her finger over the brushhead and several more of the bristles fell out. Past medical history included: allergy - unknown, medical history - "parkinson's disease", "tracheostomy". No further information was provided. On the following month update: details revealed in a review of the initial contact of 26-jul-2007: the consumer reported that the experience caused her husband a lot of distress. She mentioned that she and the attendant had no idea that her husband's continued coughing had anything to do with the toothbrush; they thought he was just having the normal problems of secretions that needed to be suctioned because he had the trach; he was having difficulty and he needed help. She stated that her husband coughed up and the bristle came out of the back of his throat; it was at the top and had not gone down the trach. No further information was provided.

Manufacturer narrative:
Requested product return on 08-aug-2007. Product not returned by consumer at this time; therefore unable to proceed with device evaluation. Lot number not provided, therefore unable to proceed with batch/retain investigation.